Event description:
Patient obtained a reading of 52 mg/dl on their one touch basic meter. Patient had something to eat. Patient stated "they were not feeling well at all". Patient went to ER and obtained a reading of over 600 mg/dl. Patient was treated in ER. What patient was treated with is unknown. The time difference between the two readings was over 30 minutes. No further information had been reported.